Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed the cannula early during the activation process indicating that there was a needle mechanism failure. The patient reported their blood glucose level (bg) rose to 115 mg/dl. The pod was not worn.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows that the device completed the first and second priming sequences before being deactivated. No timeouts or drive stalls were observed in the device data. Investigation of the needle mechanism did not find any damages or abnormalities that could contribute to the early deployment of the needle. The needle mechanism was manually reset to the not deployed position and functioned as intended through manual rotation of the ratchet gear. Although no abnormalities were observed, the exact cause of the reported early needle deployment could not be conclusively determined. The cannula assembly was inspected and found the hard cannula bent on the unexposed portion. It could not be determined whether the damage contributed to the reported event.